Manufacturer narrative:
The other additional xience xpedition referenced is being filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous, de novo lesion in the proximal right coronary artery (rca). A 2.75x48mm xience xpedition stent was deployed however a dissection occurred. A 2.75x15mm xience xpedition was used to cover the dissection. A 3x48mm xience xpedition was then deployed in the mid left anterior descending (lad) artery however a dissection occurred. A 3x15mm xience xpedition was used to cover the dissection and successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.